Event description:
During insertion of the iab, the balloon began to unwrap and the iab would not pass through the introducer sheath. Because of this, the iab was removed and replaced. There were no pt complications.